Manufacturer narrative:
Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse and user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During an unspecified surgical procedure, it was observed that the air pen drive device was found with the motor power too low, hand piece has no strength. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.